Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is reportedly lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
The external visual inspection revealed dents and tool marks in the bottom cover, and the electrode was severed at the fantail, along the lead, and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical test from being performed. The device passed some of the electrical tests. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.